Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the device without assistance and will continue to use current pump; will rely on alternate method if necessary.